Event description:
On 7/17/93 at 7:00 a.m. Nursing staff had difficulty irrigating patient's foley catheter. The house physician was notified and evaluated the patient. He was unable to deflate the balloon. A urology consult was obtained. The patient was taken to the operating room where the patient was given IV sedation and a fogarty guide wire was used to deflate the catheter balloon. This was done at 11:55 a.m. On 7/17/93.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.